Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a carotid restenosis treatment procedure, a shaft break occurred. Vascular access was obtained via the femoral artery. The eccentric shaped, 40mm in length, de novo, re-stenosed target lesion was located in the non-tortuous and non-calcified, 8mm in diameter left common carotid artery with a significant bend of <45 degrees. A carotid wallstent was selected; however, while introducing the device into the left common carotid artery, the shaft of the stent broke. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable. Additional information has been requested and is not available.